Manufacturer narrative:
The field service representative (fsr) confirmed that the system was alarming upon arrival. The fsr did notice several blood parameter monitor (bpm) error messages and that the bpm module did not have a light on. The end user informed the fsr that over the weekend there was an epic software update. At some point during the software upgrade, the bpm module probably got knocked loose and was having an intermittent connection, causing the alarms. The module was plugged in fully, and the alarms stopped. The bpm module passed all functional testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) kept alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.